Manufacturer narrative:
Calibration and qc were acceptable on the day of the event. The alarm trace did not contain a conspicuous event. The field service engineer (fse) visually checked the hardware and performed a rack wash, an ise check, and a performance check successfully. A sample comparison was also performed successfully. The root cause of the event could not be determined. H3 other text : na.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 1 patient sample on a cobas 6000 c 501 module. The initial na result was 83 mmol/l and the initial k result was 2.35 mmol/l. The sample was repeated and the na result was 142 mmol/l and the repeat k result was 4.06 mmol/l. The sample was repeated a second time and the na result was 143 mmol/l and the k result was 4.08 mmol/l. The initial results were not reported outside of the laboratory. The repeat results were deemed correct. The na and k electrode lot numbers and expiration dates were requested but not provided.